Event description:
It was reported the device failed calibration during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal. The customer stated problem was not duplicated. Performed downstream occlusion sensor and upstream occlusion sensor pressure switch tests. Both sensors were found to be activating properly within the pump's manufacturing specifications. However, multiple high alarm displayed downstream occlusion messages were found in the pump's event history logs and with air bubbled sensor seal. Replaced the downstream occlusion sensor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured jan. 2021, and is out of warranty therefore, no manufacturing DHR review is needed.